Event description:
Received a voluntary user facility medwatch report that states, "IV extension set. Plastic "bulging" and the flush sprays out when the tube ruptures. No pt injury noted." There is no other info available on the user facility medwatch report. Add'l info received from the customer via phone conversion indicated that there is no way to track the report to the user or dept since the report was not identified. There was no further info available, though requested.